Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide bundle was broken, which was caused by a component failure of distal end of the video telescope. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken light guide bundle and component failure of distal end of the video telescope (additional scratches). There was no patient involvement.